Manufacturer narrative:
(B)(4). Batch #: x95p7c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tubal ligation the device would not articulate back to the home position. It was removed with the trocar still attached and another device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4); date sent: 5/22/2023.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4 batch #: x95y3u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. The device was connected to the generator and it was recognized. During the mechanical test the device open and close as expected, however, the lockout mechanism was not working. Due to the condition of the device, not all functional testing could be performed. The device was disassembled to verify the internal components and it was found internal damage on the shroud due to excessive force applied to the trigger during usage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number x95y3u, and no non-conformances were identified.